Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular exhibited low lead sensing and high capture thresholds. A chest x-ray was performed, and it was discovered that the lead had dislodged. The physician attempted to reposition the existing lead however, they had difficulty extracting/retracting the lead helix due to tissue being lodged inside. The lead was removed and replaced. The patient was stable and well and there were no complications.